Event description:
The complainant alleges multiple packages of zoll medical's ECG electrode had little to no conduction gel on them. There is no reported harm to patients. Complainant alleges all of the devices had the same lot number (lot number: 373505).